Event description:
The physician attempted to deploy a resolute integrity, 4.00 x 26 mm rx drug eluting stent. The target lesion was distal in the rca before the pda, was 22mm in length and 4 mm wide, had severe calcification, 75% stenosis and the vessel tortuosity was moderate. The device was inspected and a negative prep performed with no issues reported. When advancing the device, resistance was encountered. During stent deployment the balloon was inflated once to a pressure of 4 atms. And then burst. The stent was deployed and remains in the patient. No patient complications were reported.

Manufacturer narrative:
Evaluation: results: inherent risk of procedure (balloon rupture); o results available since no evaluation performed; related to operational context (resistance was encountered while advancing the device towards/over the target lesion); conclusions: inherent risk of procedure (balloon rupture); unable to confirm complaint; operational context (resistance was encountered while advancing the device towards/over the target lesion). (B)(4).